Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. Sensing and impedance values were within normal limits and trends were stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr ipg implanted (B)(6) 2006. (B)(4).